Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The screw was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review could not be performed since the lot number was not provided. An item-based (iunihg) complaint history review was performed for similar events or complaints, no other events/complaints related to nonconforming events were identified. Functional testing could not be performed since the device was not returned. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. Based on the investigation, risk review and IFU, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating ¿ screw not torqued to specification or overloading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Device still in use/not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
Customer reported that the patient informed them that the screw loosened.